Event description:
It was reported the patient experienced a strong jerking movement while in bed. Since then, the patient has had no therapeutic effect. The patient had reprogramming of the system with good benefit. Additional information indicated the patient's leads had migrated. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.